Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s926usqs4cza1. Hardware: sm-s926u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing a skin infection on the abdomen at a prior infusion site following pod removal after approximately three days of wear. Several days post-removal, the infusion site became red, raw, and swollen, and progressed to an open wound with swelling described as a lump. The patient sought medical attention on (B)(6) 2026, including urgent care and emergency room evaluation, where an infection was diagnosed via ultrasound imaging. The patient received oral antibacterial antibiotic therapy. Due to continued symptoms, including wound oozing, the patient returned to the emergency room on (B)(6) 2026, where imaging a computed tomography (CT) scan of the pelvic area showed no abscess. Follow-up with a primary care provider and surgeon occurred, and the wound was noted to be healing but not fully resolved as of the last report. The patient was planning to resume omnipod therapy following evaluation with a diabetes educator scheduled for (B)(6) 2026.